Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a rupture is confirmed and was determined to be use related. One 5 fr triple lumen solo powerpicc was returned for evaluation. An initial visual observation showed a split near the 2 cm depth marker. Tensile weakness was observed in the catheter between the 2 cm and 4 cm depth markers as well as the 7 cm and 16 cm depth markers. All of the lumens of the sample were flushed and pressurized with a 10 ml syringe of water. All of the lumens were found to be patent to infusion and aspiration; however a spraying leak was observed emanating from the observed split when the white lumen was flushed. No other leaks were observed. A microscopic observation revealed a longitudinal split with slightly wavy edges, and the fracture surface was observed to be granular in texture and slightly angled. The shape and texture of the split as well as the observed tensile weakness in the catheter material near the area of the split are evidence of a burst failure caused by over-pressurization. As a note, the product IFU states: ¿power injector machine pressure limiting feature may not prevent over-pressurization of an occluded catheter, which may cause catheter failure,¿ and ¿do not use a syringe smaller than 10 ml to flush and confirm patency.¿ a lot history review (lhr) of reay1914 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient's PICC line ruptured after placement, during the course of treatment. Patient was receiving infusion via pump. The PICC was removed and replaced with a t/l PICC line. No patient injury was reported.